Manufacturer narrative:
Forty five unopened knives in blisters were received for the report of there were multiple dull knives in a row. Thirteen randomly selected samples per the product line were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned unopened samples were found to be visually and functionally conforming therefore, dull knives as described in the complaint were not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that multiple ophthalmic knives were dull. No patient harm was reported. Additional information received has clarified that four knives were dull during cataract removal with phacoemulsification and intraocular lens placement surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient.